Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow up, the right ventricular lead exhibited noise. The noise was reproducible after a ventricular pacing output. The lead was capped and replaced.